Event description:
It was reported that a pt was undergoing a ureter procedure for removal of a stone. The stone was captured. Once the stone was captured a laser was used to fragment the stone. The laser came in contact with the device and caused the device to become fragmented as well as the stone. The fragments of the stone and device remain in the pt. It was reported that a follow up procedure will be done. This device has not been returned for eval. Therefore, no failure analysis is available. A lot search was performed and no other complaints exist for this lot number. Additionally, without evaluating this device co can not determine if the device met specifications. User technique and or pt anatomy could have contributed to this event. However, co is unable to determine the relationship between the device and the cause of the event.